Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post an auto accident the patients right ventricular (rv) lead exhibited high thresholds, no capture, high/undefined pacing impedance and oversensing. A fracture of the low voltage, pace/sense portion of the rv lead was confirmed. The pace/sense portion was capped and replaced while the high voltage, defibrillation coils of the original rv lead remain in use. No patient complications have been reported as a result of this event.